Manufacturer narrative:
Additional investigations were conducted, and it was discovered that the solution pack was faulty, producing bubbles making the blank calibration to fail. Hence the oximetry module was not functionally properly.

Event description:
According to the complaint on 2025-04-11 the abl90 flex analyzer (serial number: (B)(6)) failed calibration during use and the test results for the oxygen parameters displayed a "?" With error code 0581. The issue was found to be related to the solution pack (lot number:df05). After replacing the solution pack, the issue was resolved.

Manufacturer narrative:
Radiometer had requested for the defective sample and a photo of the defective sample, but was not provided. Hence, the root cause could not be established and remains unknown.